Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter name and address: telephone number: (B)(6). Review of the most recent repair record determined that the screw was missing from the handpiece. The screw was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during decontamination/sterilization processing there were screws missing from the handpiece. There was no patient involvement. No adverse events were reported as a result of this malfunction.